Event description:
It was stated by one employee to another of another co, that the employee had had rotator cuff surgery approximately 4 months ago and may have had a reaction to a panalok device. The employee did not provide anymore details and the device is not being returned.